Event description:
Boston scientific received information that following the implanted procedure, this left ventricular (lv) lead dislodged. As a result, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.